Event description:
It was reported that the patient's wound was erythematous and swollen. The seroma tested positive for methicillin resistant staph aureus and the device was explanted. The pump contained hydromorphone, bupivicaine and baclofen. The patient recovered without sequela.